Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 700 mg/dl while the pod was worn for more than 48 hours. The patient suggested they may have a bad box of insulin; humalog insulin pens are used to fill their pods. On approximately (B)(6) 2025, the patient went to the emergency room to seek medical attention. The patient symptoms included high bg levels, feeling nausea and vomiting. The patient was diagnosed with hyperglycemia which led to diabetic ketoacidosis, and dehydration. As for treatment, the patient received intravenous (IV) fluids and IV insulin. The patient was hospitalized for 4 days and discharged on or about (B)(6) 2025.